Manufacturer narrative:
(B)(4). Batch # n55980. Additional information was requested and the following was obtained: could I please follow-up as mentioned in the even description that 1 hr delay occurred whilst a new resection was conducted. Did the procedure complete as expected after 1 hour delay? Did the surgeon use another device to complete the procedure? Were there any bleeding due to the device fault during procedure? How was the patient¿s blood pressure? How¿s the patient¿s current condition? Response: jjm rep received information this afternoon that the patient was brought back to theatre on (B)(6). On x-ray, it was noted that the anvil of the intraluminal stapler was still in the bowel of the patient. The reason why an x-ray was performed was because the patient haven¿t opened bowel following surgery. The patient had not degraded and appeared fine with no further symptoms. The anvil was taken out from the patient via a laparoscopic procedure. The retrieved anvil, however, was discarded by the hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the donuts inspected? If so, please describe. What confirmation did the surgeon receive that the anvil was properly attached to the trocar before closing the device? Were the forces to close the device higher than expected? Were the forces to fire higher than expected? Did the healthcare professional receive audible & tactile feedback when firing the device? Were both the proximal and distal bowel segments cut by the device? Were deployed staples observed? If so, what was the shape? How was the initial surgical procedure completed? What is the current status of the patient? Device evaluation: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was present casing half only, and there were no staples present. In addition tissue was present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device fired and cut the bowel without deploying staples. One hr delay whilst new resection was conducted.